Event description:
The facility reported a colleague infusion pump malfunction of the channel a manual tube release that would not reset. There was no report of when this condition occurred. It was reported to have occurred on the general nursing floor. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump was confirmed in the event history, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a manual tube release that would not reset was confirmed during product evaluation by baxter service personnel. This condition was due to a defective slide clamp sensor. The pump head module was replaced to correct this condition. A service history review revealed that this device was previously serviced. The device has not been serviced for the reported condition of "channel a manual tube release that would not reset".